Event description:
It was reported that the instrument does not hold the broach any longer. It always opens. No adverse patient consequences, no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The tip of the locking mechanism has broken off, this condition prevents the broach handle form holding the broaches properly. Additionally, handle is very loose and presents deep impaction marks and nicks were observed on areas which are not intended to be impacted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: bfarm DHR review: product description: corail broach handle. Product code: 952211500. Lot number: nb93738. 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/22/2014. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history review ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/22/2014. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: n/a. 5) IFU reference: w90945/b.